Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
The service rep reloaded the software and flashed all nodes. The battery charger was set to 223vdc. The system operates as intended.